Event description:
It was reported that during a biopsy procedure, the plastic square inlays from the needle was allegedly broken after a few biopsies, causing the stylet to shoot through the patient. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biopsy procedure through normal density tissue, the plastic square inlays from the needle was allegedly broken after a few biopsies, causing the stylet to shoot through the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one magnum biopsy needle for evaluation. During visual evaluation, the device appeared to be clean, the device was received with the sample notch exposed. And the stylet hub was noted to be broken, and the detached piece returned. Therefore, the investigation is confirmed for the reported break issue as the stylet hub was noted to be broken and the investigation is unconfirmed for the reported detachment of device or device component issue as no other detachment of needle was noted. A definitive root cause for the alleged break detachment of device or device component issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided biopsy procedure through normal density tissue, the plastic square inlays from the needle was allegedly broken after a few biopsies, causing the stylet to shoot through the patient. There was no reported patient injury.